Manufacturer narrative:
Philips service replaced the dcps power supply and tested the system, which was operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the unit was stuck at 0 seconds and failed to reboot on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.